Event description:
Two skin burns noted at the end of or procedure near site of intra operative neuro monitoring leads - patient underwent intraoperative MRI with these subdermal platinum leads in place for intraoperative neuromonitoring.

Manufacturer narrative:
(B)(4). Customer has been contacted to provide the rest of the required information. We are in the process of gathering additional information. A letter listing outstanding information has been sent to customer to obtain additional information in order to submit follow up report and/or explain why required information was not provided and steps taken to obtain such information.